Event description:
It was reported that at the end of the procedure for endoscopic retrograde cholangiopancreatography (ercp), the distal cover of the videoscope fell off when taking the videoscope out. Additional information received that the videoscope was reinserted to confirm that the distal cover was not left in the stomach of the patient. The distal cover was then recovered off the patient¿s tooth. The procedure was then completed with the same device. There were no further reports of patient harm. The reports of the following patient identifiers are linked: (B)(6).